Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 health effect - impact code - f1909 surgical procedure delayed.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2025. On approximately (B)(6) 2025, the patient was at the hospital for a surgical procedure. When a fingerstick was taken at the hospital, the cgm reading was 116 mg/dl, and the blood glucose reading was 683 mg/dl. The patient experienced feeling sleepy and tired and was treated with insulin (route not specified). The surgery was cancelled as the doctor decided to cancel the surgery due to her hyperglycemic state the patient stated they were hospitalized due to the event, but it was unknown how much time the patient spent at the hospital, but the patient would was there from the (B)(6) until the (B)(6). After this the patient saw her endocrinologist on the (B)(6). When a fingerstick was taken the cgm reading was 200 mg/dl, and the blood glucose reading was 575 mg/dl. No further symptoms nor treatment were reported from that moment. The surgery was rescheduled for (B)(6). At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.